Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding an implanted infusion pump. It was reported that the patient's pain pump was "a joke" and the patient had "nothing but trouble". The patient was currently in w ithdrawal and had been in several months. Now, instead of running the dye through the pump, they decided it was okay. The reporter had no idea what the design, assembly, or construction problems were but, per the reporter" you need to obviously correct this shit before you get sued". The reporter was "sitting here watching my daughter stay in fight or flight mode". The patient was in constant pain, sweating, "crapping herself to death", losing her hair, and "puking to death". The patient lost almost 25 pounds in a little over two months. So, if the test showed the catheter was working, it had to be the pump. Additional information received indicated that "she's having it removed".